Event description:
From baxter europe, a vague report has been received regarding a donor who claims that in 1989, following a plasmapheresis procedure on an autopheresis c instrument, he developed a pulmonary emboli and has had reoccurring pulmonary embolism ever since. The rporting donor claims to have been unable to work since that time, as a result of the pulmonary embolis. According to the donor, the pulmonary embolism was diagnosed by chest x-ray. According to the blood bank physician, the donor was treated for pneuminia with penicillin and then for a pulmonary embolism with warfin. This physician identified that scintigraphy was used to diagnose the pulmonary embolism. The physician also added that the donor is under psychiatric care. The blood bank has no adverse events documented. Any info regarding the adverse event has come from the donor.